Event description:
It was reported that during a knee arthroscopy with a 250 mmhg pressure stop. The senior surgeon had the impression during the procedure that the pump was generating excessive pressure and therefore reduced the pressure of the arthroscopy pump from the standard 50 mmhg to 20 mmhg. After the procedure was completed, it was discovered that the irrigation fluid had infiltrated the thigh musculature. A CT scan was performed, and two additional incisions were made in the thigh to remove the fluid.

Manufacturer narrative:
Alleged failure: ¿dr. Informed me by phone that a patient was harmed during a knee arthroscopy with a 250 mmhg pressure stop. He reported that his senior surgeon had the impression during the procedure that the pump was generating excessive pressure and therefore reduced the pressure of the arthroscopy pump from the standard 50 mmhg to 20 mmhg. After the procedure was completed, it was discovered that the irrigation fluid had infiltrated the thigh musculature. A CT scan was performed, and two additional incisions were made in the thigh to remove the fluid. Dr. Stated that he is withdrawing the pump from use.¿. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be failed pressure sensor on the inflow assembly.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a knee arthroscopy with a 250 mmhg pressure stop. The senior surgeon had the impression during the procedure that the pump was generating excessive pressure and therefore reduced the pressure of the arthroscopy pump from the standard 50 mmhg to 20 mmhg. After the procedure was completed, it was discovered that the irrigation fluid had infiltrated the thigh musculature. A CT scan was performed, and two additional incisions were made in the thigh to remove the fluid.